Event description:
It was reported that during surgery while the surgeon was using a flexible reamer, the reamer shaft snapped while reaming in the femoral canal. There were a couple of fragments but they were all retrieved. The surgery was completed successfully without any surgical time delay or any surgical/medical intervention. Patient outcome was reported as fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.